Manufacturer narrative:
E (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm for "running on internal battery" had occurred despite being connected to alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. The fse replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.